Event description:
It was reported that after three unspecified rx xience prime stents were implanted in (B)(6) 2011 throughout the non-tortuous left anterior descending coronary artery, the patient presented with an acute myocardial infarction on (B)(6) 2012 and in-stent thrombus was detected. The thrombus was extracted and the 100% restenosed lesion was treated via post-dilatation of all three stents using a non-abbott balloon dilatation catheter, with a resulting thrombolysis in myocardial infarction (timi) flow iii. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated implant date the additional xience prime stents mentioned are being filed under separate manufacturer reports. There was no reported product deficiency. The reported patient effects of myocardial infarction, thrombosis, and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.